Event description:
Customer reported device reading = 185 and 187 mg/dl that were written on pt's chart but were not in the device memory. Device strip and control information was not provided. A request was made for return product and replacement product was sent.